Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system, experienced a ventricular arrhythmia and this device delivered anti-tachycardia pacing (atp). Boston scientific technical services (ts) was consulted and upon review, it was noted that after atp was delivered, the rhythm accelerated into ventricular fibrillation (vf). This device delivered an electric shock which successfully converted the rhythm. It was also noted that the right atrial (ra) lead of this device is currently implanted in the bundle of his. No additional adverse patient effects were reported. At this time, this device system remains in service.